Event description:
It was reported to philips that the system was unable to perform rotational movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the reported event and the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform rotational movements. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found frontal stand adjustment errors on screen. The fse determined that prop motor was not storing calibration and the system intermittently lost prop calibration. To resolve the reported issue, the fse replaced amc triple servo drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.